Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection electrode experienced broken electrical cutting ring. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Corrected field: d7, the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the distal end of the loop was used near or brought into contact with conductive material. The electrode was used several times by the user; it is not possible to determine when the damage to the distal end occurred. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: caution 1: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.